Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis. The monopolar curved scissors instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument passed electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument had unintuitive movements and pulley problems. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and there was no damage or anything out of the ordinary. The reported issue occurred right from the start of the procedure. The mcs instrument movement was in the opposite direction to the desired direction. The issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer while the surgeon was manipulating instruments from the surgeon console. The movements of the surgeon scale were appropriate to the instrument. There was no shakiness or friction experienced. There were no external collisions between the system arm and external equipment. The instrument movements were offset by about 30degrees from the surgeon commands. The issue was persistent throughout the procedure. Backup mcs instrument was used to resolve the reported issue. There was no patient injury.